Manufacturer narrative:
Updated information: the lens was exchanged for a larger lens on (B)(6) 2017. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Incorrect serial number, cannot check.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The surgeon reported that the "patient developed low vault in os one week after surgery and will need to exchange lens with bigger lens." The lens is still implanted as of (B)(6) 2017.

Manufacturer narrative:
The lens was returned in liquid, in a sealed vial. Visual inspection found no visible damage to the lens. The lens box was returned open, lens vial and case seal not broken. (B)(4).